Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. On (B)(6) 2023 the patient was noted to have the surgical wound open and possible infection. On (B)(6) 2023 the firm received confirmation that the patient had a full system explant performed on (B)(6) 2023 due to the mal healing surgical wound.

Manufacturer narrative:
There have been no lab tests shared with nalu indicating presence of infection. No reports have been received of external trauma or other events that may have contributed to the surgical wound failing to heal. There are no allegations of the nalu system or its components malfunctioning. Failure to heal is a known inherent risk of invasive procedures.